Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.5x38mm xience prime was successfully implanted in the proximal right coronary artery (rca) lesion and a 3.0x33mm xience prime stent was successfully implanted in the mid rca lesion. On (B)(6) 2016, the patient expressed experiencing repeated chest pain for five years which had been aggravated for one week. The chest pain was diagnosed as unstable angina. On (B)(6) 2016, the patient was hospitalized and elevated cardiac enzymes were noted. Another percutaneous intervention (pci) was performed, placing an unspecified stent in the 90% restenosed proximal rca 3.5x38mm xience prime stent and another unspecified stent in the posterior diagonal coronary artery, 90% stenosed lesion. The event resolved without sequela. On (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided regarding this issue.